Event description:
On (B)(6) 2006, the pt was implanted with an scs system. In (B)(6) 2010, the pt said she noticed she did not have relief from her stimulation. She tried all 6 of her programs and could turn the amplitude all the way up but felt no stimulation. She thought she needed to recharge but could not locate the ipg with the charger. The pt said she has lost quite a bit of weight. The rep had her try creating space between her ipg and charger and she was then able to maintain communication. The pt said she has not met with anyone for at least a couple of years for programming and that the loss of stimulation seemed to be gradual as she just suddenly became aware that it was no longer covering her pain. Diagnostics showed that the impedance is high on all the lead electrodes. X-rays have been prescribed but have not been performed yet.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device has not been returned so no analysis could be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.